Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 1 year and 8 months post implant of this annuloplasty ring, it was explanted and replaced with a bioprosthetic valve due to severe mitral regurgitation and atrial fibrillation. Intraoperatively, electrocardiogram revealed complete heart block (chb) and right bundle branch block (rbbb), which resolved with pacing. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the causes of re-operation for failed repairs are well documented in the literature. Reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. The device remained implanted for over 1 year and the native valve was subsequently replaced with a bioprosthetic valve. This occurrence can be most likely attributed to the native valve being no longer repairable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.